Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of this patient¿s hydrocele, characterized by scrotal edema. It is well established those patients undergoing pd therapy are at high risk for mechanical complication due to peritoneal leaks of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s adverse event cannot be determined; however, it was confirmed by a medical professional the patient¿s hydrocele was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The cause of hydrocele is multifactorial and typically involves a deficiency in the human development involving a patent processus vaginalis. Therefore, the liberty select cycler can be excluded as a root cause of this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis (pd) patient¿s contact on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient¿s contact stated that the patient was having an issue with their scrotum area. Upon follow up, the peritoneal dialysis registered nurse (pdrn) corroborated with the information previously provided. The pdrn stated they are familiar with this male pd patient who was hospitalized from (B)(6) 2023 to (B)(6) 2023 for a hydrocele due to unknown etiology. The pdrn reported the root cause of this adverse event remains unknown; however, the admitting hospital did not indicate a causal relationship to pd therapy, the patient¿s liberty select cycler, or any fresenius product(s) or drug(s). The pdrn stated the patient continues to work with their urologist to determine appropriate medical intervention.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient¿s contact on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient¿s contact stated that the patient was having an issue with their scrotum area. Upon follow up, the peritoneal dialysis registered nurse (pdrn) corroborated with the information previously provided. The pdrn stated they are familiar with this male pd patient who was hospitalized from (B)(6) 2023 to (B)(6) 2023 for a hydrocele due to unknown etiology. The pdrn reported the root cause of this adverse event remains unknown; however, the admitting hospital did not indicate a causal relationship to pd therapy, the patient¿s liberty select cycler, or any fresenius product(s) or drug(s). The pdrn stated the patient continues to work with their urologist to determine appropriate medical intervention.